Event description:
Complainant alleged that the medics were preparing to connect the device to a pt (age and gender unknown) and observed the display would not illuminate on power-up. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.